Manufacturer narrative:
(B)(4). A vyaire field service representative (fsr) went onsite and evaluated the ventilator. According to fsr, the unit needs touch screen calibration. Fsr performed touch screen calibration and verified operation. Completed an user verification tests (uvt) and operational verification procedure (ovp). The unit can be returned to service.

Event description:
The customer reported issue with display screen on the vela ventilator. There is no patient involvement associated with the reported event.